Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive forces during tightening.

Event description:
It was reported that during anterior cruciate ligamentum all inside surgery the suture did rip while pulling it. The broken off piece has been retrieved from the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 10-jun-2021 -sac. Received further information that the tightrope did rip while clamping the tendon inside the drill whole. The tightrope has been retrieved and a new device with the same part number was used to fix the tendon successfully. No further information received.